Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the home health nurse stated the patient was seen today due to pump alarming once a day. The nurse interrogated the pump and logs which showed a motor stall and recovery x2 with the first time not related to electromagnetic interference (emi) or magnetic interaction. The nurse stated the second stall and recovery was the same date and time of a magnetic resonance imaging (MRI) the patient had. The nurse stated no other alarm logs. Technical services asked the caller if on the pump status home screen there was an active alarm tab and nurse stated no. The nurse did state the pump time alert and motor stall and recovery alert showed on the initial pump status. Technical services had the nurse check the pump time and it was accurate. The nurse stated while they were talking she heard the noncritical alarm and patient told her it felt like the pump was vibrating when this happened. The nurse stated the patient did not have flex or physician-activated (pa) dosing programmed. Technical services discussed interrogating with another tablet and did confirm the nurse had v2 software on the current tablet.